Event description:
Spouse of home pt (hp) reports switching new bag to already spiked line of homechoice set while troubleshooting through an alarm during fill 3/4 of apd treatment. Baxter technician assisted hp in disconnecting and finishing treatment by doing two manual exchanges. No pt injury or medical intervention required per spouse of hp.